Event description:
It was reported that the patient saw her healthcare provider (hcp) before (B)(6) and needed to be reprogrammed because the stimulation therapy wasn't working at the time and she was 'just flowing.' Lying down wasn't the issue with the 'flowing' for the patient; it mainly occurred when the patient was up and mobile, moving to a mobile position or bending. The patient's symptoms had gotten worse and no matter what she was doing, urine just came out. The patient was having to change pads hourly and was back to 'all the behaviors she had' prior to being implanted. The symptoms were noted to have started the beginning of (B)(6), but up until then, the therapy had worked wonderful with no issues. It was also stated that the patient had been very active, doing a lot of lifting. The patient was indicated to have had a diagnostic pelvic/liver ultrasound and 'turned it off.' The reporter indicated that the patient had 'structural issues' where her hcp put in collagen after the implant to 'toughen up the tissue.' When the collagen was checked by the patient's hcp, it seemed to have been holding up from the injections even though the patient was flowing, since the hcp had her cough and change positions during the exam. The patient had been on different medications (antibiotics, injections of kenalog and prednisone 3 different times) for the last 4-5 months, after being diagnosed with a rash and shingles. During the time when the patient had the rash, her thyroid and liver stats were elevated and her 'leaking started up.' The rash was transient at first; it started on the patient's chest, then went to her back, and finally to her thighs, but she never had the rash all over her body at one time. The patient had also been prescribed xanax and paxil and was diagnosed with grover's disease after a punch biopsy was done. It was indicated that grover's disease was a 'catch-all for not knowing what had caused the rash.' The patient's hcp didn't think she had an internal infection, and she had also been scraped for scabies and tested negative. The patient was indicated to be off all her medications except prednisone. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient was still having concerns regarding her device or therapy but was working with her doctor. It was noted that the patient was transferring doctors and had an appointment scheduled for (B)(6)-2013. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v475128, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).